Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. No baseline effusion was noted. Transesophageal echocardiogram (tee) with conscious sedation was performed prior to the procedure to confirm no intracardiac thrombus was present and then used for the transseptal puncture. The tee probe was removed and fluoroscopy and contrast injections were then used for imaging. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) was advanced. After the device was deployed, blood pressure dropped requiring medication support. A transthoracic echocardiogram (tte) was performed, which noted a suspected small pericardial effusion. The closure device was implanted in the laa. The patient remained stable and the effusion did not increase in size. The patient was transferred to the recovery unit without further intervention for the effusion. The patient was discharged the following day. It was further reported the patient was readmitted 5 days later for symptoms due to pre-existing congestive heart failure. The patient passed away 8 days after readmission from a pleural effusion, unrelated to the watchman.